Event description:
Customer reported during a therapeutic procedure, image noise (sandstorm) showed on the device. The issue occurred at the beginning (start) of use. The device was replaced. The intended procedure was completed using a similar device. Delay in the procedure was reported to be approximately about five (5) minutes , however, there was no impact, no harm was reported to the patient.no harm was reported, no patient harm, no user injury reported.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of image noise , sandstorm was not reproduced, however, inspection noted that the light guide (lg) connector has a crack, due to this leakage occurred (watertightness is lost). In addition, crack was observed on the video connector. Furthermore, the following defects were identified during device inspection: adhesive on a-rubber (adhesive connection) has a chip. A-rubber (insertion section) has a chip. Switch 1 (sw1) has a scratch. Up/down (ud) plate has a scratch. Right/left (r/l) plate has a scratch. Control unit has a scratch. Label on image guide connector peeled off. Light guide (lg ) cover glasses has a scratch. Video connector case has a scratch. Due to damage on fe lever(sp), bending section cannot be fixed firmly. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported image noise (sandstorm) was not reproducible and the issue could not be confirmed. The root cause of the issue could not be determined, however, the issue was possibly the result of contamination/dirt of the electrical contacts part of the system. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images¿ ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.